Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the anastomosis site of a shunt in a moderately tortuous and moderately calcified vessel. A non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated six times. Initially at 20 atmospheres, then at 22 atmospheres and four times at 24 atmospheres; however, the balloon ruptured upon the sixth inflation at 24 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).